Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "tesla spy alarms, although the ventilator device came not nearby a mrt scanner". - this occurrence was noticed during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: in this case, the issue means that a red x lit up on the teslyspy led. Concerning the red x: the hamilton-mr1 is a ventilator which is used in an MRI environment due to a teslaspy navigator to monitor the magnetic field. Referring to the operator manual (reference 10101887/00, fig. 3.1), when the teslaspy led with a red cross lights up then that means that there is an internal error with the teslaspy navigator, and that the ventilator must be serviced. There were no issues with the ventilator functions of the hamilton-mr1 ventilator. Ventilation of the patient is not interrupted. The issue was mentioned to occur during ventilation of a patient. It was found that the event date was on 05.04.2024 instead of the indicated date of 15.04.2024. Indeed, on that day, the ventilator was serviced as per logfiles inputs. There was no harm indicated for the affected patient. The analysis demonstrates that there was no issue for the patient due to the problem with the teslaspy board. The ventilation was not interrupted. The device alarmed as expected and requested that the device should be serviced, and this was done. The device was not further used till the inspection by the service technician who replaced the teslaspy board. The issue did not directly or indirectly led, might have led, or might lead to death or a serious deterioration in state of health or a patient, user or other person. Therefore, the incident is assessed after the investigation as not reportable.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "tesla spy alarms, although the ventilator device came not nearby a mrt scanner". This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4), follow-up 1 - investigation outcome: a detailed investigation was performed by an expert from the technical service: in this case, the issue means that a red x lit up on the teslyspy led. Concerning the red x: the hamilton-mr1 is a ventilator which is used in an MRI environment due to a teslaspy navigator to monitor the magnetic field. Referring to the operator manual (reference (B)(4), fig. 3.1), when the teslaspy led with a red cross lights up then that means that there is an internal error with the teslaspy navigator, and that the ventilator must be serviced. There were no issues with the ventilator functions of the hamilton-mr1 ventilator. Ventilation of the patient is not interrupted. The issue was mentioned to occur during ventilation of a patient. It was found that the event date was on 05.04.2024 instead of the indicated date of 15.04.2024. Indeed, on that day, the ventilator was serviced as per log files inputs. There was no harm indicated for the affected patient. The analysis demonstrates that there was no issue for the patient due to the problem with the teslaspy board. The ventilation was not interrupted. The device alarmed as expected and requested that the device should be serviced, and this was done. The device was not further used till the inspection by the service technician who replaced the teslaspy board. The issue did not directly or indirectly led, might have led, or might lead to death or a serious deterioration in state of health or a patient, user or other person. Therefore, the incident is assessed after the investigation as not reportable. Hamilton medical ag complaint number: (B)(4), follow-up 2 - corrected information: UDI related data quality updates only, field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "tesla spy alarms, although the ventilator device came not nearby a mrt scanner". This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.